Manufacturer narrative:
The investigation for the reported pump stop has been completed. Clinical details report that the pump was started outside the body with the red easyguide lumen still in place. The case was aborted. Data logs were reviewed, and the pump stop was confirmed. 2 minutes after the data log started, the pump was attempted to be started and a pump stop alarm #115 triggered. At this time, the ps was reading 0 mmhg, indicating the pump was still outside the body. There were no attempts to restart, and the pump was disconnected. The pump was returned with the red easyguide lumen still in the cannula. Closer visual inspection confirmed a deformation/kink of the red lumen near the outflow cage, further supporting that the lumen was still in the pump when it was started. The pump passed electrical resistance testing of the motor cables. The lumen was removed, and the pump was able to be started without an issue in a bucket of water. Based on the clinical details provided, data log review, and returned product, the cause of the pump stop was determined to be a user error.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that at the beginning of the impella cp procedure there was an impella failure. The easy guide lumen was left in place and the pump started out of the body which lead to an immediate pump stop. The impella was exchanged. There was no harm to the patient.